Event description:
It was reported by the customer that a pyxis anesthesia es system carefusion not loading. The manufacturer reached out to the customer for additional information regarding the event, but no other information was released. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from (B)(6) 2022 to (B)(6) 2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that device required configuration change. A technical support specialist installed remote support service 4.12 to all devices in the facility and resolves the issue. The system functioned as intended after being assessed by a technical support specialist.

Event description:
It was reported by the customer that a pyxis anesthesia es system carefusion not loading. The manufacturer reached out to the customer for additional information regarding the event, but no other information was released. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that device required configuration change. A technical support specialist installed remote support service 4.12 to all devices in the facility and resolves the issue. The system functioned as intended.